Event description:
360 clip did not deploy correctly during the procedure. After using the deploy mechanic on the clip it was noticed the clip had not closed onto the site, or at all. The faulty clip was removed out of the rectum and replaced with a working 360 resolution clip.

Event description:
360 clip did not deploy correctly during the procedure. After using the deploy mechanic on the clip it was noticed the clip had not closed onto the site, or at all. The faulty clip was removed out of the rectum and replaced with a working 360 resolution clip.